Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
Patient reported that she experienced concerns with the infusion sets. The infusion sets were leaky, and this resulted in elevated blood glucose, ketosis, and hospitalization. Alleged infusion sets were discarded and were not requested for evaluation. No additional information was provided.